Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned and the reported failure was confirmed. The most probable cause of the complaint is cause not established which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic transurethral resection of bladder tumor (turbt) procedure, while removing the inner sleeve, the inner distal plastic sleeve insert had detached and remained in the patients bladder lumen. The broken piece was recovered; however, the issue encountered lengthened the procedure by a few minutes. No additional drugs were administered. The procedure was completed without changing the instrument, as it was the final stage of the operation, during the removal of the instrument. The product was checked during the assembly of the resector, with no anomalies found. There were no further reports of patient harm.